Event description:
The pt was undergoing a right tympanomastoidectomy, while putting the round knife into the pt's ear, the knife broke in two pieces and the broken pieces of the round knife were recovered. There was no harm to the pt.